Event description:
It was reported that the patient implanted with right ventricular (rv) lead underwent a holter monitor which showed loss of capture, resulting in a pause of up to three seconds. The most recent pacing threshold measurement was increased, at 5.0v. Device data was submitted to technical services for review. Analysis of the data showed non-cardiac artifacts on the electrograms were the cause of the pause shown on the holter. Some t-wave oversensing was observed, and there were premature ventricular contractions (pvcs) that occurred outside of the blanking which caused the v-v interval timing to be reset. Troubleshooting steps for the rv lead were provided, to see if the noise artifact could be recreated in the unipolar and bipolar configurations, and to monitor lead measurements during patient maneuvers to check for any out-of-range values. No adverse patient effects were reported due to the pauses in pacing. The lead remains implanted and in service.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with right ventricular (rv) lead underwent a holter monitor which showed loss of capture, resulting in a pause of up to three seconds. The most recent pacing threshold measurement was increased, at 5.0v. Device data was submitted to technical services for review. Analysis of the data showed non-cardiac artifacts on the electrograms were the cause of the pause shown on the holter. Some t-wave oversensing was observed, and there were premature ventricular contractions (pvcs) that occurred outside of the blanking which caused the v-v interval timing to be reset. Troubleshooting steps for the rv lead were provided, to see if the noise artifact could be recreated in the unipolar and bipolar configurations, and to monitor lead measurements during patient maneuvers to check for any out-of-range values. No adverse patient effects were reported due to the pauses in pacing. The lead remains implanted and in service.